Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative that the patient is feeling a warm sensation at the battery packet site that lasts for 30 seconds. The patient noted that it has been happening every half hour for the past month. It happens whether stimulation is on or off. The patient has no pain, fever, drainage, sharp pain, etc. The patient describes the warmth as deep rather than superficial. The patient was redirected to her health care professional for further troubleshooting.